Event description:
It was reported the device sensors are bad they are not recognizing the syringe. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are both broken, while third party tamper seals are present. The device was observed to have cracked top case corners, a cracked right plunger case, and cracked bottom case tabs. It was also observed to have non-OEM battery, non-OEM top case, and non-OEM supercap on mainboard. The device?s event history log was reviewed for evidence of the reported event, ?syringe plunger not in place?, was found in the log. Functional testing was conducted and revealed the reported problem was duplicated. The q1 chip on the plunger pcb was loose and the plunger board glue was present but broken. Customer impact broke the q1 chip off the plunger board which resulted in the reported issue. The plunger board was replaced to address the issue. The device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.